Event description:
It was reported that following placement of the trial leads, while in the recovery room, the pt attempted to ambulate and instantly reported intense, increased pain at the back site which continued to worsen. It was also reported that the pt experienced loss of reflexes in lower extremities. Additionally, following the removal of the trial leads, the pt was hospitalized for hematoma evacuation surgery. Continued lack of feeling in lower extremities reported. Additional information received reported that the pt underwent surgery to remove the hematoma. The pt was then sent to rehab. The pt regained sensation in both legs, but continued to have difficulty moving the left leg.